Manufacturer narrative:
The additional information does not change the conclusions or codes submitted in the initial report. The manufacturer's reference #: (B)(4).

Event description:
Additional information obtained from the surgeon indicates that the patient was last examined on (B)(6) 2025 and is doing very well. The postoperative uncorrected visual acuity in the operative eye was measured at 20/25 and the postoperative best corrected visual acuity was 20/20. The patient is proceeding as planned with cataract surgery in the fellow eye.

Manufacturer narrative:
Device identifiers were not provided. The micor extractor was returned to the manufacturer and evaluated. The device was subjected to visual inspection and functional testing, which consisted of flow, vacuum, and cutter testing. Visual inspection revealed the cutter tube was slightly bent. This damage was attributed to transport conditions where the device was returned unprotected, placed loosely in a sealed bag. The cutter tube was straightened before testing; there was no evidence of a device malfunction and the device performed as intended. The device labeling identifies capsular rupture as an inherent safety risk. Manufacturer's reference #: (B)(4).

Event description:
A patient underwent cataract surgery in the right eye where the micor lens fragmentation system was used to remove the cataractous lens fragments. A posterior capsular rupture occurred during surgery that necessitated a vitrectomy; however, the surgeon safely implanted a single-piece intraocular lens inside the capsular bag as planned. The device appeared to be working as expected and the cause of the capsule damage is unknown. Patient follow-up information was requested from the physician's office, but no additional information is available at this time.